Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device was not returned for evaluation. There are warnings in the package insert that state that this type of event can occur. "Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event on december 22, 2011. In the event that the user facility submits a medwatch report or provides additional information, biomet will submit a follow up report to the FDA.

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the proximal stem. All components were removed and replaced. No further information has been provided to date.

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the proximal stem. All components were removed and replaced. Additional information received from patient's legal counsel reports additional patient allegations of pain. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states: "postoperative bone fracture and pain."

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. Please note that although the user facility medwatch states the device was returned to the sales representative for evaluation, follow-up with the sales representative revealed that the explanted component was returned to the patient and not available for evaluation.